Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and seven months post implant of this 23mm mitral annuloplasty band, the band was explanted and replaced with a non-medtronic product. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the explanted band was replaced with a non-medtronic bioprosthetic valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.